Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that actuation of the probe occurred during a procedure. The condition of aspiration was unknown. The product was replaced and procedure completed with no patient harm. A product sample has been requested; however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. One probe sample was returned for evaluation for the report of actuation failure of probe. The probe complaint sample was visually inspected and deemed nonconforming. White and sticky foreign matter observed on the tip and the port face of needle. Actuation testing was performed and was deemed conforming. Cut testing was performed and was deemed nonconforming. The sample did not cut. The probe was disassembled and the components inspected. There was approximately 45 minutes of wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Slight resistance felt when removing the inner cutter from the needle. Gouge marks at bend area, cutting edge, and sections along the inner cutter. The complaint evaluation does not confirm the probe had an actuation issue. The probe performance testing met specification for actuation. The exact root cause of why the customer thought the probe did not actuate cannot be determined from this evaluation. However, during the sample evaluation the probe sample had an unrelated cut issue. The most likely root cause of why the probe did not cut and the source of the foreign matter on the port face of needle appears to be from the probe being used for approximately 45 minutes of surgical use when the vitrectomy portion of the procedure is typically less than 20 minutes. No specific action with regard to this complaint was taken by the manufacturing location because the probe was manufactured to its specification for the reported issue. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).